Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare provider (hcp) reported that high impedances were measured when checking impedances during the implant procedure. The patient's hcp "decided to change the device and all was good." It was stated that surgical intervention had occurred to replace the device, during the implant procedure. The implantation procedure was noted as the first for the patient. The replacement of the implantable neurostimulator (ins) reportedly resolved the issue. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins passed all functional testing including impedance testing in saline.¿ there were no anomalies found with the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.